Event description:
It was reported that the patient had a micl 12.6 implantable collamer lens implanted in the od in 2008. As part of the micl postmarket study the patient reported that inside of the eye was inflamed. The surgical scheduler in the surgeon office was contacted, and stated the patient's last va was 20/25, and the patient is also having problem with glare.

Manufacturer narrative:
Evaluation codes : a work order search was conducted and there were no similar records found within the work order.